Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and rv (right ventricular) undersensing information. It was noted the ventricular capture management threshold measurement was 0.5v and increased to > 2.5v starting (B)(4) 2015, along with threshold measurements on 5 of 7 days aborted for high threshold (> 2.5v). It was also noted the r-wave amplitude decreased from 8.25mv on (B)(4) 2013 to 2.875 mv by (B)(4) 2015.

Event description:
It was reported that the patient was experiencing chest pain a few days following the implant procedure and a perforation was observed via x-ray. It was noted the right ventricular (rv) lead exhibited an increase in pacing threshold measurements and a decrease in ventricular sensing. It was decided to replace the rv lead and during a device interrogation prior to the replacement procedure, there was also no ventricular capture at maximum outputs. The rv lead was capped and replaced. No further patient complications have been reported as a result of this even

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.